Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the event, ¿foreign material (white) in the a/w channel, foreign material in the s-cylinder¿ was confirmed. Therefore, the device did not meet its specifications or function. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. Foreign material remained in the a/w channel and s-cylinder since reprocessing could not be completed due to occurrence of leakage defect at sc-cover. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the air/water tube, suction cylinder, and scope connector case have foreign material in the gastrointestinal videoscope. There were no reports of patient involvement.